Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip delivery system referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report the second single leaflet device attachment during the redo clip procedure. It was reported that on (B)(6) 2020 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with a large posterior flail and very thick mitral valve leaflets. Two mitraclips were implanted. On (B)(6) 2020 the patient had shortness of breath, edema, and recurrent mr grade 4. One of the original mitraclips was noted to only be attached to the anterior leaflet. The posterior leaflet had come out of the mitraclip. A redo mitraclip procedure was performed. On (B)(6) 2020 another mitraclip was implanted. During removal of the lock line the posterior leaflet came out of the mitraclip. Imaging was difficult during the redo procedure due to the shadowing created from the two index clips. The physician suspected that although there appeared to be enough leaflet, in retrospect, it is possible that there was not enough posterior leaflet inside the clip. A second mitraclip was implanted to stabilize the first clip. Mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis as the clip remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no lot-specific product quality issue from this lot. Based on all available information, the reported single leaflet device attachment and poor imaging were due to procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.